Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture was returned. No anchors were returned. The depth indicator button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows the distal portion of a fast fix device. The suture is visible. The anchors are not visible. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the anchor raw material found that the storage requirements, material specifications, and material tests were appropriately documented and a certificate of analysis is required for raw material. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. According to the report, the procedure was successfully completed without a delay using a back-up device. Since there were no patient complications reported; no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair, the t1 of the fast fix 360 fractured. T1 and t2 were removed with tweezers. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.